Event description:
Patient revised for malpositioned bup resulting in polyethylene wear.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against lot xh9h61 since release for distribution in april 2003. A previous report is found against lot y3hcl1. The device history record was reviewed and no related deviations or anomalies identified. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.